Event description:
It was reported that nodules indicative of an infection or allergic reaction developed and bone was lost in a periodontal defect site after placement of pepgen p-15 putty bone grafting material. A biopsy was taken, though neither results nor further info pertaining to the pt's condition are available as of this report.